Event description:
It was reported that this right ventricular (rv) lead was repositioned due to increase in threshold. Additionally, this lead also exhibited loss of capture. This rv lead remains in service. No additional adverse patient effects were reported.